Manufacturer narrative:
The technician adjusted the lock nuts on all of the casters to repair the stretcher.

Event description:
Information received indicates the brake is not locking properly. Casters continue to roll when in brake.